Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors, updates reservoir and fixes, no delivery alarm that resolved itself by rewind and prime. Customer declined to troubleshooting, indicating the insulin pump was working properly and will call back if needed. Customer stated that they insert new reservoir and get a no delivery error and resolves and it happens infrequently. The device will not be returned for analysis.